Manufacturer narrative:
A patients ipg became inoperable following an unrelated surgery was reported to abbott. It was determined the ipg was placed in surgery mode. An abbott representative was able to recover the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. An abbott representative was able to recover the ipg.